Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert for short ventricle to ventricle intervals and high rate non-sustained episodes on the right ventricular lead. Intermittent t-wave oversensing was also noted along with no capture. The patient's rhythm did not meet the detection criteria for therapies; therefore no therapies were delivered and the patient needed external defibrillation. The physician noted that the device was firing, but not capturing. The patient subsequently passed away.